Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Customer states that his finger continued to bleed after pricking his finger for test on (B)(6) 2011.